Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12563. Related manufacturer reference number: 2017865-2021-12574. It was reported that noise on right atrial lead and non-capture on left ventricular lead was observed via merlin.net. When the patient presented for a scheduled procedure, right atrial lead noise and left ventricular lead loss of capture was reproducible pre-procedural testing. Upon, attempts to gain venous access in the existing generator pocket, the physician observed the¿ yoke¿ of the right ventricular lead damaged with inner insulation exposed. The right ventricular lead was explanted and replaced. The right atrial and left ventricular leads were capped and replaced on (B)(6) 2021 without incident. The patient was discharged and in stable condition.

Event description:
New information noted that the atrial lead exhibited fluctuating impedance.